Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a high blood glucose value of 418 mg/dl. The customer treated with cake. The customer stated they received a calibrate sensor alert. Troubleshooting was performed and the customer was able to start the calibration on the insulin pump. Nothing will be replaced or returned.